Event description:
Revision surgery - removal of stem secondary to fail. Conversion to keystone stem.

Manufacturer narrative:
Encore will continue to research this product complaint, and will submit a follow-up report when add'l info is received.